Event description:
A report was received that the patient was experiencing discomfort as the supraorbital leads were close to the skin surface. The patient underwent a revision procedure wherein the leads were replaced per preference. The patient was doing well post-operatively.

Event description:
A report was received that the patient was experiencing discomfort as the supraorbital leads were close to the skin surface. The patient underwent a revision procedure wherein the leads were replaced per preference. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm. Model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.